Event description:
On 10/14/2022, it was reported by a sales representative via (B)(4) that a ar-6069-45l reelpass suturelasso was stuck. This occurred during an unknown procedure when the device wheel would not advance the monofilament wire inside. There was no patient effect reported, and no additional information provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (1) unpackaged ar-6069-45l was received for evaluation. Functional testing revealed the wheels had difficulty advancing the monofilament, resulting in intermittent function, or no function at all. This is a known issue, and the device is in scope of open ncr.